Event description:
It was reported that springs and bearings on the sternal saw were missing out of the power unit. The issue was discovered during a preventive maintenance. No pt injury was reported.

Manufacturer narrative:
The sternal saw was returned to terumo for investigation and the complaint was confirmed. Preventive maintenance would have prevented the reported failure mode. The saw was repaired by the service department and returned to the customer. This report is being submitted to the FDA as a result of the retrospective review of product complaints.